Event description:
A dreamstation CPAP was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition, error codes were found in the ventilator's downloaded error log. Error code shows invalid. The device was routed to scrap.